Event description:
It was reported a patient had an initial left reverse total shoulder arthroplasty approximately seven (7) weeks ago. Subsequently, the patient developed symptoms of instability and could pop the shoulder joint in and out of place with little pain. The patient underwent a revision of all products except the humeral stem approximately four (4) weeks post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 115310; lot# j7855039. Item# 405800; lot# 67152731. Item# 00434901413; lot# 66187967. Item# 180551; lot# 67132430. Item# 180557; lot# 66554499. Item# 010000589; lot# 66546805. Item# 180550; lot# 66963133. Item# 180560; lot# 67064347. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6. The reported event was unable to be confirmed. Visual examination of the provided photographs identified the explanted products with bio debris and scuffs from implantation and explantation. Review of the device history records identified no deviation or anomalies during manufacturing. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following: at the time of initial surgery, implants were very stable without impingement and no intra-op complications. Follow up imaging showed components in satisfactory position and increased lucency around the proximal humerus and the glenoid but there is no apparent acute abnormality. Approximately 3 weeks post implantation, patient had symptoms of instability; patient can comfortably pop the shoulder in and out of place with little pain. Patient was subsequently revised, for which no operative record was provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.